Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced a hypoglycemic event. During the night of the event the patient experienced a seizure and lost consciousness. When the patient regained consciousness, the cgm device was showing a sensor failure. The patient felt unwell and when they took a fingerstick, the blood glucose reading was 50 mg/dl. The patient self-treated by consuming sugar and did not go to the hospital. No further treatment was reported to be needed. There was no documentation of further medical evaluation or intervention. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was reviewed and as previously reported, the allegation was confirmed. The probable cause was determined to be very low count aberration. No additional patient or event information is available.